Manufacturer narrative:
A ge oec service representative investigated the issue and found the user/operator did not follow specific recommendations and labeling for system shutdown. Known issues with appropriate labeling and instructions on system. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec fluoroscopy system did not save images from a procedure.